Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was filling the reservoir and was unable to get the air bubble out. The customer used the another reservoir. The blood glucose was 150 mg/dl. Customer declined to troubleshoot for air bubble. The reservoir will not be returned for analysis.